Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring and reservoir tube lip o ring. Insulin pump received with broken reservoir tube lip. Unable to perform displacement test, occlusion test and p cap reservoir will not lock properly due to missing retainer. Insulin pump passed rewind, prime, seating, basic occlusion and force sensor test.

Event description:
Information received by medtronic indicated that the customer reporting serter anomaly. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.